Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed the sternal saw blade protector was bent. The srt performed a functional test and observed the saw to operate as intended without the saw blade. The srt performed internal inspection and observed the sternal saw to be clean and free of corrosion. The srt replaced the saw blade protector and performed verification/release testing. The sternal saw operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass, the blade protector was bent on the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The open heart team gave the sternal saw to the sterilization team, who then notified central sterilization (c/s) technician of the bent blade protector.